Event description:
No additional information.

Manufacturer narrative:
The initial medwatch reported the gastrointestinal videoscope tested positive for an unexpected contamination; however; the customer reported that the issue was mistakenly reported and did not occur, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope that was administered during the device maintenance. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.